Event description:
Patient returned for post-op x-ray after a two level cervical procedure, c5 to c7. X-ray showed one screw backing out of plate. Surgeon is not planning a revision.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Surgeon does not plan to explant device. Synthes is unable to determine the manufacturer, the PMA/510k number, and the device manufacture date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.